Event description:
The customer, charge nurse, reported via the sales rep that the cup and introducer became attached to each other on two occasions during implantation procedure. The sales rep reports that she was present at the procedure and that on the first occasion that the two products became attached the surgeon was able to part them with force but on the second occasion they could not be parted. The sales rep reported that it was necessary for the first cup and introducer to be removed from the patient and that a fresh cup, handle and instruments were used to complete the procedure. The sales rep reported that only a 5-10 minute delay to the procedure resulted from the necessity to use a new cup and introducer/handle.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassembly issue involving a universal impactor/positioner was reported. The event was confirmed. Visual analysis confirmed the reported event. While the device passed functional testing, visual analysis indicated debris is caught in the threads of the impactor/positioner which could have prevented the device from functioning properly. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the disassembly issue of impactor/positioner and cup was caused by debris caught in the threads of the impactor. The event is likely user related. Stryker¿s instructions for cleaning and device inspection clearly states the device must be cleaned thoroughly, inspected before use, and functionally tested before use. The debris is clearly visible and the issue should have been caught prior to surgery.

Event description:
The customer, charge nurse, reported via the sales rep that the cup and introducer became attached to each other on two occasions during implantation procedure. The sales rep reports that she was present at the procedure and that on the first occasion that the two products became attached the surgeon was able to part them with force but on the second occasion they could not be parted. The sales rep reported that it was necessary for the first cup and introducer to be removed from the patient and that a fresh cup, handle and instruments were used to complete the procedure. The sales rep reported that only a 5-10 minute delay to the procedure resulted from the necessity to use a new cup and introducer/handle.